Manufacturer narrative:
Information references the main component of the system, other applicable components are: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that high impedances were found on the left side extensions pre-operatively on (B)(6) 2017; the extensions were initially implanted on (B)(6) 2016. The cranial lead was checked with the twist lock cable and it was confirmed that impedances were normal. The extension cables were replaced and the event was resolved. There was no known impact or consequence to the patient. No further complications were reported/anticipated.

Manufacturer narrative:
Other applicable components are: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: extension. The #2 conductor was broken 2.8 cm from the proximal end on the extension (serial number: (B)(4)). The functional test resulted in the following impedance values: circuit #0 = 15.1 ohms; circuit #1 = 14.8 ohms; circuit #2 = open; circuit #3 = 14.1 ohms. There were no shorts between circuits. The molded rubber on the distal end of the extension (serial number: (B)(4)) was cut.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.